Event description:
The customer reported that the mag modes and dose rates were incorrect. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep calibrated the collimator iris and checked the dose rates. The system operates as intended.